Manufacturer narrative:
The customer's reported complaint that "the thermogard xp ivtm system (s/n (B)(4)) displayed tcmid:05 (coolant diff failure) error message" was confirmed during the review of the event log data but was not confirmed during functional testing. The reported tcmid:05 error was not replicated during testing, and the thermogard ivtm system functioned as intended. The root cause of the intermittent tcmid:05 error was determined to be the defective pic-16 and I/o pcb circuit boards due to defective components. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event log data files, several tcmid:05 error messages were observed on the customer's reported event date; thus, confirming the reported complaint. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not reproduced. During troubleshooting for the root cause of the intermittent occurrences of the tcmid:05 error messages, the pic-16 and I/o pcb circuit boards were replaced. The zoll service personnel suspected that these circuit boards may have had some intermittent technical problems that could not be directly identified during the functional testing and may have caused the console to intermittently display the tcmid:05 error messages. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, the reported tcmid:05 error message was not reproduced, and all readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number s/n (B)(4).

Event description:
During the rewarming phase of ivtm therapy, the thermogard xp ivtm system (s/n (B)(4)) displayed tcmid:05 (coolant diff failure) error message. The thermogard console was in "run" mode for about 46 hours before the tcmid:05 error occurred. The customer re-started the system to troubleshoot, but the error message could not be cleared. The customer powered off the thermogard console for 30 minutes. As reported, no adjunct intervention was performed to maintain the patient's temperature when the therapy was paused for 30 minutes. Then, the system was powered back on, and patient treatment was continued and completed without any further complications. No consequences or impact to the patient.